Event description:
It was reported a patient underwent an pancreatoduodenectomy on (B)(6) 2023 and a drain was used. The drain was placed. Next day, in the ward, the connection between the tube and the white drain was spontaneously broke off outside of the body. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The surgery was pancreatoduodenectomy, and the site of implantation was dorsal to the midigastric anastomosis. The only treatment for the breakage was removal of the drain. The patient is in good condition after the procedure. The surgery was pancreatoduodenectomy, and the site of implantation was dorsal to the midigastric anastomosis. The only treatment for the breakage was removal of the drain. The patient is in good condition after the procedure. "What is the lot number?=>unk did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time?=>unk was the drain broken into two or more pieces?=>two how was the issue resolved?=>the issue was resolved to remove the drain from the body. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.